Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low glucose result of 4.9 mmol/l on adc device and it is unknown whether the customer noted a trend arrow on the device. Due to lower sensor scan results, the customer self-treated with insulin (dose/type unknown) and breakfast. As a result, the customer experienced shaking and again obtained an adc device scan result of 2.1 mmol/l, and self-treated with mars chocolate bar and some juice for the issue. There was no report of death or permanent impairment associated with this event.